Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that a large number of small bubbles gather in the pipes, and the middle and rear sections become large sections of air. The doctor stopped using the device immediately after discovering the problem, and no harm was caused to the patient.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown; invalid lot number provided by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.